Event description:
It was reported that the left ventricular (lv) lead exhibited elevated threshold consistent with lead dislodgement. The lead was initially programmed off. A revision was subsequently performed and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).